Event description:
A single patient had experienced two slow cuff leaks from an endotracheal tube over an unspecified period of time. Both tubes were replaced without incident. The pt was not harmed as a result of the alleged leaks.